Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display and failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer removed the battery and cleaned contacts. The customer cleaned the battery cap with a cotton swap and alcohol wipe. The customer was instruct to insert new aaa alkaline battery and battery failed. The battery was replace and no improvement. The customer was advised that we are sending replacement and asked patient verbally and in written form to return broken insulin pump for analysis.